Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced an event of leakage where the insulin was flowing from canula on the second day of use. The location of leak was from cannula and catheter. There was no stress or pull reported on the infusion set tubing. Patient was able to change the infusion set and was instructed to return and replace infusion set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.